Manufacturer narrative:
Result - fowler; gas spring trip.

Event description:
It was initially reported the fowler was drifting. The customer reported that it is unknown if there was patient involvement or if there were adverse consequences reported.